Manufacturer narrative:
During the surgery (prostatectomy), the surgeon noticed an error message from the generator. The instrument arrived in a clean condition. According to the available information, there were no negative consequences for the patient. The instrument arrived without visible damages. The test and analysis performed were: microscope. Digital camera. First, a visible inspection of the jaw was performed. It exhibits no blood soiling or charring. Then we checked the mechanical function. The clamping and the cutting function worked well. In the next step the instrument was connected with the generator and the electrical functions were checked: activation with open jaw. Activation with closed jaw. Activation with wet tissue. Activation with tin-foil in jaw. The "regrasp short" error during activation with closed and empty jaw (without any tissue) matters a contact between the under and the upper jaw. This is not correct. Correctly at this test step the gn200 must announce "regrasp open", therefore no contact between the upper and lower jaw. Before the next investigation steps the instrument was decontaminated according to iso 12891-1. The root cause of the short in the jaw, was made by a microscopic investigation. During this it was found, that the pivot jaw stands in a unusual position. The root cause for the malposition are residues under the pivot jaw. The manufacturing documents have been checked and found to be according to specification during the time of production. The short was created by a malposition of the pivot jaw, caused through tissue residues under the pivot jaw. According to (B)(4) is no CAPA necessary.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Error message during use. Generator in use during error: gn200 / lektrafuse hf generator bipolar serial number (B)(4).